Event description:
The manufacturer field service technician reported that the device was missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Correction: upon further clarification that the component missing was an o-ring, this event is not reportable per 21 cfr part 803. Disassembly of this component has not led to a death or serious injury in the past and is unlikely to cause or contribute to a death or serious injury if the event were to recur. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
The manufacturer field service technician reported that the device was missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.